Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of an unbuckled band as follows: "failure to secure the band properly may result in its subsequent displacement and necessitate re-operation. The lap-band ap system is not a lifetime product and it may break or fail in whole or in part at any time after implantation and notwithstanding the absence of any defect."

Event description:
Health professional reported removal of a lap-band device. No other info could be provided. Further findings: "the surgeon stated in his report "that the pt had come in reporting: no restriction and was able to eat everything. During a fill appointment, an abdominal radiographic image (x-ray) was done and the results showed that the band had become unbuckled." The entire system was removed and replaced.